Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; restrictive bare stent prevents distal stent graft-induced new entry in endovascular repair of type b aortic dissection zhao, yang et al. Journal of vascular surgery, volume 67, issue 1, 93 - 103 http://dx.doi.org/10.1016/j.jvs.2017.04.066. Average patient age. Average patient gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in patients for the endovascular treatment of type b aortic dissections on unknown dates. The chimney technique and lcca-lsa bypass was completed in a number of cases. It was reported on unknown dates post the index procedure the following adverse events were identified: type ia endoleaks. The cause of the events were undetermined.